Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This rv lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was received that this patient passed away on the day of the aforementioned procedure. This patients medical history and physicians opinion are unknown. It is unknown if this lead will be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.